Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6)2024 and suture was used. Before use on the patient, it was reported that the primary package of the suture was found damaged prior to use. Changed another one to complete the surgery. There is no report on patient's injury. Please refer to the attached photo of the defect product. No additional information could be provided. The product was returned to ethicon for evaluation. One overwrap was received for analysis. Product code 8556h. During analysis of the condition of the returned sample, it was observed that the overwrap is open from the top. In addition, the seal area was inspected and evidence of being properly sealed was found. Additionally, a photo was provided with the same condition of the received sample. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One overwrap was received for analysis. Product code 8556h. During analysis of the condition of the returned sample, it was observed that the overwrap is open from the top. In addition, the seal area was inspected and evidence of being properly sealed was found. Additionally, a photo was provided with the same condition of the received sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - were there any issues with the seal of the sterile packaging? If yes, please provide details. - is the sterility of the device compromised? If yes, please provide details. --contacted with the sales rep today via phone, please refer to the event description and photo attached, other information requested is unknown.